Event description:
Customer reported the panorama central station displayed an error message and shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included clearing the system's error logs and replacing the wireless transceiver. Communication was reestablished. Sys was tested to factory's specifications.